Event description:
It was reported that the patient presented for surgery with spondylosis with radiculopathy and subluxation of l4-l5, rheumatoid arthritis, and obesity. Procedure was for l4-s1 pedicle screw instrumentation and fusion with allograft and bmp. Per the medical records, 'wound presented about a week post-surgery with drainage of serosanguineous material.' At 28 days post-op, an MRI of lumbar spine indicated 'small degree of fluid as well as postoperative changes within the laminectomy defect is demonstrated tracking cephalad and superficially, containing gas, extending to the skin surface near the l1 level. The possibility of postoperative seroma, abscess, or postoperative pseudomeningocele are considered. Nonspecific soft tissue signal within the right l3-l4 and right l4-l5 neural foramina may be postoperative.' At 30 days post-op, the patient presented with lumbar wound effusion with wound dehiscence and underwent a procedure for exploration of wound with incision and debridement of draining tissue and re-closure. Cultures revealed citrobacter, (B)(6), veillonella and bacteroides fragilis. At 35 days post-op, the patient presented to the ER with complaints of right abdominal pain and pain within the groin area. She was found to have drainage coming from her back. Chest x-ray indicated 'no acute cardiopulmonary process.' At 40 days post-op, a CT angiogram indicated 'limited pulmonary emboli, possibly subacute or chronic given their somewhat eccentric position.' 'Clot involves branches of the posteromedial segment of the right lower lobe and posterobasal left lower lobe, but there is no large central clot. No pulmonary parenchymal abnormality or other abnormality.' A CT of abdomen/pelvis indicated 'acute right femoral dvt and possible right profunda femoral deep venous thrombosis.' At 41 days post-op, the patient underwent procedure for ivc filter placement. At 42 days post-op, a chest x-ray indicated 'no focal consolidative changes.' At 42 days post-op, an MRI of lumbar spine indicated 'there is a large, subcutaneous wound in the soft tissue of the back, predominately within the subcutaneous fat. This measures 15.1 x 2.5 x 7.3 cm in size. This is predominantly superficial to the muscular fascia; however, this area does penetrate the muscular fascia at the level of the l2 spinous process. There is a well localized fluid collection seen forming from the l2 spinous process on the right side, extending along the paraspinal soft tissues to the pedicular screw on the right side at l4. There is also a small amount of fluid seen within the space between the right l4 and ls pedicular screws. In addition, there is abnormal t2 signal and enhancement involving the inferior endplate of l3 and the superior endplate of l4, with soft tissue enhancement t2 signal along the right lateral side and anterior paraspinal soft tissues. There is also increased t2 signal within the disk which is a new finding. These findings are suspicious for spread of infection, resulting in spondylodiskitis.' At 44 days post-op, the patient presented with lumbar wound infection and underwent a procedure for instrumentation removal and arthrodesis. Epidural abscess was identified intraoperative. Drain was placed. At 93 days post-op, the patient presented to the ER with complaints of generalized weakness and back pain. 'MRI of the lumbar spine with and without contrast showed diskitis/osteomyelitis at l3-l4 with epidural phlegmon surrounding the thecal sac at l3-l4 but no evidence of abscess or central canal stenosis. An ovoid fluid collection in the subcutaneous tissue of the lumbar region was thought to be either a seroma or hematoma or possibly abscess. On review this was thought to be stable and showing healing changes.' A chest x-ray indicated 'minimal right base atelectasis, otherwise negative.' Lumbar x-rays indicated 'an erosive, destructive lesion is seen involving the anteroinferior corner of the l3 vertebral body, not apparent on (B)(6) 2010. Disk space infection with osteomyelitis would be one possibility. Neoplastic etiology or arthritic process less likely.' At 94 days post-op, a venous ultrasound of right lower extremity indicated 'non-occlusive partial thrombosis of the common femoral vein and femoral vein. Whether this represents a new finding or, more likely, a residual thrombus related to the previous event in (B)(6) 2010, is uncertain. Continued follow-up is suggested.' At 97 days post-op, the patient presented to the hospital after a fall. 'Patient denies any complaints except for right thigh pain. She has had the right thigh pain chronically since her illness started several months ago, however, because of her fall today it is somewhat more than usual. Otherwise she has no acute illnesses.'

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(4) 2010 patient underwent posterior l4-s1 surgery to treat rheumatoid arthritis with lumbar laminectomy and subluxation l4-5. Pedicle screw instrumentation, morselized allograft and rhbmp-2/acs were used. On (B)(6) 2010, patient admitted with lumbar wound dehiscence. ¿wound presented about a week post-surgery with drainage of serosanguineous material. Unfortunately, this drainage continues. [Patient] has been afebrile and white blood cell count is within normal limits. A lumbar spine MRI was ordered and subcutaneous air to the air is in the superior aspect of the incision is identified.¿ patient underwent wound exploration. Surgery identified no purulence. Cultures revealed citrobacter, coagulase-negative staphylococcus, veillonella and bacteroides fragilis. On (B)(6) 2010, patient admitted after experiencing a sudden gush of fluid from back surgery wound along with new onset of acute right groin pain. Consult requested for fevers. CT of abdomen and pelvis revealed an acute right femoral dvt with possible involvement of the right profunda. Along with pe. Was hospitalized for 2 weeks. Drainage from wound, suspected spondylodiskitis. I<(>&<)>d. Cultures also revealed candida albicans and vre colonization. On (B)(6) 2010, pulmonary consultation. On (B)(6) 2010, patient admitted with diskitis. Discharged on (B)(6) 2010. On (B)(6) 2010, patient presented with back pain and weakness, reported more severe right thigh pain. X-ray of the lumbar spine indicated ¿new bony destruction compared to the x-ray in august.¿ MRI indicated ¿ongoing active diskitis and osteomyelitis along with a fluid collection in the subcutaneous space.¿ on (B)(6) 2010, patient admitted with l3-l4 polymicrobial osteodiskitis. Consult for anemia and thrombocytopenia in the setting of chronic illness with a positive coombs test. Patient discharged on (B)(6) 2010. Reportedly, the patient has depression due to chronic pain.